Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. No other info was provided by the hospital. The hospital stated that no medical or surgical intervention was performed to complete the procedure. No pt complications were reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.